Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to atrophy and urinary incontinence. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.